Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a regulatory body that the nerve locator did not work during the tongue and radical neck dissection. There was no known patient impact reported. Please refer to manufacturer report #4900240000-2018-8105.